Event description:
It was reported that the patient developed an infection of their pocket area following their stage one lead placement on (B)(6) 2012. The onset of the infection was (B)(6) 2012. The symptoms were redness, swelling, and pain at device pocket. It was a (B)(6) infection. Intravenous (IV) and oral antibiotics were administered and the infection was resolved.

Manufacturer narrative:
(B)(4).